Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) and a posterolateral fusion (plf) at l4-s1 using peek cages and rhbmp-2/acs. The cages were packed with rhbmp-2/acs. The bmp was also placed in the posterolateral gutters bilaterally. Reportedly, following surgery the patient "initially improved, but subsequently developed additional, new and/or worse pain". Specifically, the patient has "experienced progressive, disabling pain in her lower back, radiating to her legs. The patient continues to have difficulties walking".

Event description:
It was reported that on an unknown date patient presented with swelling in legs. Tingling/loss of feeling in hands reported. On (B)(6) 2000 the patient presented with pre-op diagnosis of: 1. Pelvic pain. 2. Abnormal bleeding. Per the medical records, patient underwent: 1. Total abdominal hysterectomy. 2. Bilateral salpingo-oophorectomy. 3. Lysis of adhesions. The patient tolerated the procedure well and returned to the postoperative recovery room in good condition. Post-op diagnosis: 1. Pelvic pain. 2. Abnormal bleeding. 3. Adhesions. 4. Endometriosis. On (B)(6) 2000 patient was discharged. On (B)(6) 2002 pap smear was conducted which showed negative for intraepithelial lesion or malignancy. On (B)(6) 2004 pap smear was conducted which showed negative for intraepithelial lesion or malignancy. On (B)(6) 2007 thinprep pap with cytyc imaging was conducted which showed negative for intraepithelial lesion or malignancy. On (B)(6) 2007 patient underwent bi lateral screening mammogram. Impression: 1. Dense breast parenchyma, which diminishes. No mammographic evidence of malignancy. 2. Birads category 2 examination. On an unknown date in 2008 patient underwent back surgery. On an unknown date in 2009 patient underwent back surgery. On (B)(6) 2009 and (B)(6) 2009 patient presented for follow up on hyperlipidemia and depression. On (B)(6) 2009 patient presented for follow up on hyperlipidemia, depression, and fullness in the right ear. Doctor's assessment: 1. Hyperlipidemia 2. Depression. 3. Cerumen impaction. On (B)(6) 2010 patient underwent mammogram screening. Impression: no mammographic evidence of malignancy. Bi-rads: 1. Negative. On (B)(6) 2010 patient presented for follow up on gerd and depression. Doctor recommended medication. On (B)(6) 2010 patient presented for follow up on hyperlipidemia. On (B)(6) 2010 patient presented with a laceration to her left index finger. Assessment: 1. Laceration to the finger. Continue to use neosporin. Cover with a band aid. 2. Anxiety disorder. On (B)(6) 2010 patient presented for follow up on hyperlipidemia, allergies, depression. Concerning her allergies, she is having chronic cough for the last two months. Concerning her depression, the klonopin did help her anxiety but her depression remains about the same. She has chronic depression. On (B)(6) 2011 patient presented for follow up on carpal tunnel syndrome and depression. She has had stinging, burning pain, and numbness in the bilateral hands for the last really two to three months. On (B)(6) 2011 patient presented for follow up on hyperlipidemia, left wrist pain, and depression. Assessment: 1. Hyperlipidemia. 2. Left wrist tendonitis. 3. Depression. On (B)(6) 2011 patient underwent ultrasound venous system left lower extremity. Impression: no evidence of deep vein thrombosis of the left lower extremity. On (B)(6) 2011 patient presented for follow up on left dequervain's tenosynovitis, depression, carpal tunnel syndrome. She is having more numbness. She is complaining of left thumb pain radiating up her forearm. On musculoskeletal exam it was found that there is tenderness over the dequervain's tendon of the left hand and over the left forearm. On (B)(6) 2011 patient underwent mammogram screening. Impression: no mammographic evidence of malignancy. Bi-rads: 1. Negative. On (B)(6) 2011 patient presented for follow up on hyperlipidemia, depression. Assessment: 1. Hyperlipidemia. 2. Depression seems to fairly well stable. On (B)(6) 2012 patient presented with complaint of bil upper back & pectoral area & arm pain since (B)(6). Patient had right thumb pain & upper back pain about 2 yrs ago and nocturnal bil arm numbness if she sleeps on arms. Impression: history & physical examination are quite suggestive of bil thoracic outlet compression with upper back & pectoral myofascitis. Bil subacromial bursitis & rotator cuff. Possible bil 1st cmc arthritis. On (B)(6) 2012 and (B)(6) 2012 patient presented for follow up of hyperlipidemia, generalized anxiety disorder. Assessment: 1. Hyper lipidemia fair control. 2. Generalized anxiety disorder. On (B)(6) 2012 the patient presented with cough, congestion, rhinorrhea and post-nasal drip x 3 weeks. She complains of minimal swelling in the lower extremities. Assessment: acute sinusitis. On (B)(6) 2012 patient presented for follow up on chest pain and physical exam. Assessment: 1. Physical exam - all physical exam par ameters are normal. 2. Dyspnea on exertion/chest discomfort. 3. Elevated blood pressure 4. Hyperlipidemia. 5. Edema on (B)(6) 2012 patient underwent mammogram screening. Impression: no mammographic evidence of malignancy. Bi-rads: 1. Negative. On (B)(6) 2012 patient presented for follow up on edema and hypertension. On (B)(6) 2012 patient presented for follow up on abdominal pain, hypertension and edema. On (B)(6) 2012 patient underwent abdominopelvic CT with contrast due to abdominal pain. Impression: 1. No evidence of acute abnormality involving the abdomen or pelvis. 2. Cholecystectomy with hepatic steatosis. 3. Hysterectomy. On (B)(6) 2012 the patient presented for follow up on excessive sweating and c/o edema. CT scan of the abdomen and pelvis was normal. She is having excessive joint pain. Assessment: 1. Joint pain in multiple joints. 2. Excessive sweating. 3. Edema- continue hctz. 4. Generalized anxiety disorder. On (B)(6) 2012 patient underwent x-ray for abdomen ap due to abdomen pain. Impression: mild fecal stasis. Evaluation of the abdomen is otherwise nonspecific. Patient also underwent x-ray for chest due to chest pain. Impression: normal chest. On (B)(6) 2013 patient presented with complaint of excessive sweating & vaginal odor. Neurological exam was normal. Per medical report, there is throbbing pain, hurts in vagina. Assessment: 1. Unspecified non-inflammatory disorder of vagina 2. Symptomatic menopausal or female climacteric states. On (B)(6) 2013 gyn cytology report showed negative for intraepithelial lesion or malignancy. On (B)(6) 2013 patient presented for follow up on hyperlipidemia, hyperglycemia and hypertension. Assessment: 1. Hyperlipidemia in good control with current medications. 2. Hypertension in fair control. 3. Generalized anxiety disorder. 4. Hyperhidrosis. 5. Hyperglycemia with dry mouth. On (B)(6) 2013 patient presented for follow up with excessive sweating and vaginal pain and bleeding. Assessment: 1. Symptomatic menopausal or female climacteric states. On (B)(6) 2013 patient presented for follow up on hypertension, anxiety and depression. Doctor discontinued the citalopram. On (B)(6) 2013 patient underwent mammogram screening. Impression: negative mammogram. Bi-rads: 1. Negative. On (B)(6) 2013 patient presented for follow up on tachycardia and generalized anxiety disorder. Assessment: tachycardia - increased blood pressures. On (B)(6) 2014 the patient presented for follow up on hypertension and generalized anxiety disorder. Assessment: 1. Hypertension in fair control- continue current medication regimen. 2. Generalized anxiety disorder in good control- continue current medication regimen. On (B)(6) 2014 the patient presented for follow up of chest pain. Patient was having chest discomfort over the left side of her chest radiating around the left shoulder and left neck area. Assessment: chest pain most likely costochondritis but need to rule out cardiac etiology. On (B)(6) 2014 the patient presented for follow up on her hospitalization for chest discomfort. She is still having chest discomfort but having a lot of anxiety currently. On (B)(6) 2014 the patient presented for follow up on gerd. She has some epigastric discomfort with pain with burning in the epigastrium. On (B)(6) 2014 the patient presented with epigastric discomfort and gerd symptoms with pain. On (B)(6) 2014 the presented for follow up on gerd symptoms as these were worsening with epigastric discomfort and pain. Concerning general ized anxiety disorder, the patient still gets anxiety at times. On (B)(6) 2014 the patient presented for follow up on irritable bowel syndrome and gerd. The patient is having a lot of diarrhea after eating with cramping abdominal pain. On (B)(6) 2014 patient underwent CT of lumbar spine as patient had a history of lumbar fusion 2008 and 2009 and chronic low back pain and bilateral leg pain and right leg worse. Impression: 1. Hardware component of lower lumbar fusion without evidence for hardware loosening or fracture. No findings to suggest intervertebral device migration. Other findings as above. On (B)(6) 2014 the patient presented for follow up with c/o excessive sweating. Concerning anxiety patient is doing fairly well with only excessive sweating at times. Doctor recommended medication. On (B)(6) 2014 patient presented for follow up with sore throat and has some thrush over the tongue. Doctor recommended medication. Assessment: thrush, allergies, gerd, ibs. On (B)(6) 2014 patient presented for follow up on epigastric discomfort and pain; and also having thrush with sore throat. Patient has epigastric discomfort, pain and burning in the epigastric region. On (B)(6) 2014 patient presented with complaint of sweating profusely and weight gain. Patient had a tremendous amount of vaginal dryness. Assessment: 1. Symptomatic menopausal or female climacteric states. 2. Unspecified non-inflammatory disorder of vagina. 3. Dyspareunia. On (B)(6) 2015 patient presented for follow up on hormones. Per patient, there had been no difference in the vaginal dryness. Doctor's assessment: 1. Symptomatic menopausal or female climacteric states. 2. Unspecified non-inflammatory disorder of vagina. (B)(6) 2013 patient presented for excessive sweating. Assessment: hypertension, excessive sweating, generalized anxiety disorder. (B)(6) 2014 patient presented with ear pain and drainage. Patient presented noting several day duration of ear pain and drainage and also congestion and cough. Assessment: acute sinusitis with otitis media. (B)(6) 2014 patient presented for follow-up on cough, congestion and rhinorrhea as well as anxiety and depression. Assessment: uri, generalized anxiety disorder and depression. (B)(6) 2014 patient presented for follow-up on gastritis. Assessment: gastritis. (B)(6) 2015 patient presented for follow-up on hypertension and generalized anxiety disorder. Assessment: hypertension fair in control; generalized anxiety disorder. (B)(6) 2015 patient presented for follow-up on cough and congestion. Assessment: uri. Doctor recommended medication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with severe intractable axial low back pain and right greater than left leg pain, suggestive of an l5 radiculopathy. She has failed conservative therapy. Lumbar MRI revealed severe degenerative disk disease at l4-5, l5-s1. Patient underwent arthrodesis at l4-5 and l5-s1 using peek interbody cage (x2) packed with local bone and rhbmp-2/acs, instrumented fusion using trasnpedicular hardware bilaterally from l4 to s1, and posterolateral arthrodesis l4 through s1 bilaterally using local bone graft, graft expander/extender and rhbmp-2/acs. (B)(6) 2008 follow-up of a l4 through s1 decompression and fusion (tlif) on (B)(6) 2008. In the grand scheme of things, her axial back pain has improved dramatically. She takes 1 muscle relaxant when she does have some paraspinal muscle spasm, but still her axial back pain has dramatically improved compared to preoperatively. She also states that her leg pain during the day has essentially resolved. She still has numbness on top of her foot on the right. She states she does have the leg pain at night while she is sleeping. She still has some numbness in her right foot. (B)(6) 2008 patient underwent lumbar x-ray imaging. X-ray interpretation: post surgical changes in the lower lumbar spine. Vertebrae appear to be in anatomic position. (B)(6) 2008 follow-up postoperatively from an l4 through s1; 1umbar decompression and fusion (tlif) on (B)(6) 2008. She is doing great. She has dramatically improved axial back pain. She still has a little bit of pain in the muscles postoperatively, but she is very happy with progression. She states that she rarely sits down at home. She is currently walking and scheduled to start aquatic therapy. She has no leg pain. Obviously, she is walking well. Radiograph of the lumbar spine revealed good position of hardware and interbody graft and also evidence of developing posterolateral fusion. (B)(6) 2009 patient underwent lumbar x-ray imaging. X-ray interpretation: stable postoperative changes involving the lower lumbar spine. (B)(6) 2009 patient underwent lumbar x-ray imaging. X-ray interpretation: rods and screws with spacers bridging the l4, l5 and s1 vertebra. No significant change seen when compared to previous study of (B)(6)-2009. (B)(6) 2009 patient seen status post l4 through s1 decompression and fusion (tlif) (B)(6) 2008. She continues to do very well. She states that she had a little bit more back pain. Her back pain now is much improved compared to preoperatively. (B)(6) 2009 patient underwent lumbar x-ray imaging. X-ray interpretation: stable postoperative changes involving the lower lumbar spine. (B)(6) 2009 patient underwent lumbar x-ray imaging. X-ray interpretation: rods and screws with spacers bridging the l4, l5 and s1 vertebra. No significant change seen when compared to previous study of (B)(6)-2009. (B)(6) 2009 patient seen status post l4 through s1 decompression and fusion (tlif) (B)(6) 2008. She continues to do very well. She states that she had a little bit more back pain. Her back pain now is much improved compared to preoperatively. (B)(6) 2009 patient underwent lumbar CT scan. CT interpretation: status post posterior fusion by interpedicular screws and rods at l4, l5 and s1. No evidence of compression injuries or subluxations. Ill-defined soft tissue density noted in the right lateral aspect of the anterior spinal canal at l5-s1 disk level. (B)(6) 2009 patient seen for follow up status post l4 through s1 instrumented decompression and fusion, tlif; on (B)(6) 2008. She is doing very well and back in (B)(6) 2009, she had developed low back pain after putting feet upon her handbag in church. A CT scan of her lumbar spine revealed to be developing a solid interbody fusion, but a questionable soft tissue mass to the right at l5-s1, which was difficult to assess. She has no lower extremity pain to suggest radiculopathy. Recently over the past 4 weeks she again developed low back pain and pain that radiates down her right leg. She states that the pain does radiate down to her left foot, but very difficult for her to explain exactly the distribution, she thinks just to the top of her foot. She also has axial low back pain. (B)(6) 2010 patient underwent CT lumbar spine for lumbosacral neuritis. (B)(6) 2010 patient underwent CT lumbar spine status post lumbar fusion, radiculopathy. Exam was correlated with a previous study of (B)(6)-2009. There is again findings compatible with posterior fusion by intrapedicular screws and rods at the l4, l5 and s1 levels. The surgical hardware appears to be intact and stable. No compression abnormalities or subluxations are noted. (B)(6)-2010 diagnosis lumbosacral disc degeneration and radiculopathy. MRI impression: post-surgical changes are seen at l3 through s1. No herniation of disk material is seen. Spinal canal appears normal in caliber and alignment appears normal. (B)(6) 2010 patient seen status post l4 through s1 instrumented decompression and fusion, tlif on (B)(6) 2008. She was initially doing well, and now, is back for severe right leg pain suggestive of an l5 radiculopathy. Since her last visit, her symptoms have not changed. Her back pain is improved, but she has severe right leg pain. She has undergone MRI of her lumbar spine since her last visit. The MRI was reviewed by hcp. She does have some susceptibility artifact with postoperative changes, but difficult to assess whether or not she has encroachment of the neural elements on the right, i.e. To explain her right l5 radiculopathy. In addition, the soft tissue mass that is always seen on the cat scan is not appreciable. (B)(6) 2010 patient seen for follow up status post l4-5 and l5-s1 tlif on (B)(6) 2008. Initially, she did very well and recently has developed worsening right leg pain suggestive of an l5 radiculopathy. She also lately has increase in her axial back pain. She had undergone a CT scan and MRI of her lumbar spine with ill-defined extradural soft tissue mass in the region of the right l5-s1. She states that her leg pain has not improved. She now has some back pain, asymmetric to the right. (B)(6) 2010 diagnosis herniated disc; right l5 radiculopathy. Patient underwent right l5-s1 decompression / removal of instrumentation. Patient is a (B)(6)-year-old female status post l4-5 and l5-s1 tlif on (B)(6) 2008. Patient had done extremely well initially, and then developed right leg pain suggestive of an l5 radiculopathy. MRI reveals what appeared to be a soft density mass at l5-s1 to the right. (B)(6) 2010 patient seen status post l4 through s1 instrumented fusion, did well and developed severe right leg pain, suggestive of an l5 radiculopathy. She underwent l5 decompression on (B)(6) 2010, here for followup. She is doing great. From a leg pain standpoint, her right leg pain/radiculopathy had resolved. She still though has some axial back pain that really has not improved much. Her operative incision is well healed. (B)(6) 2010 office visit for lumbar/lumbosacral disc degeneration. Patient had undergone l4 through s1 instrumented fusion. She initially did well and developed a severe right leg pain suggestive of l5 radiculopathy; and on (B)(6) 2010, underwent l5 decompression and removal of hardware on the right. She, at her last visit, stated that her right leg pain had resolved. She has pain in her anterior thighs and numbness that radiates to the top of her feet bilaterally and axial low back pain. Patient underwent lumbosacral x-rays. X-ray interpretation: status post previous fusion procedure in anatomic alignment. Reduced motion with flexion. No instability is seen. (B)(6) 2010 patient seen for follow up status post l4 through s1 decompression and fusion, and then she subsequently developed right leg pain suggestive of l5 radiculopathy and underwent repeat decompression and removal of hardware. She had done well and now she has some apical back pain and some leg pain. Radiographs of her cervical spine, which reveals development of solid fusion l4 through s1. (B)(6) 2010 patient seen for chronic pain. Primary complaint: back pain, pain in hips and legs. Symptoms included numbness, weakness, tenderness, hurt all the time. Previous treatments included bed rest, physical therapy, tens unit, injection therapy, surgery. (B)(6) 2010 patient seen for follow up. Patient presented to the clinic with chronic low back pain and lower extremity radiculopathy, patient had previously undergone an l4, l5, s1 fusion. After this she subsequently underwent an l5 decompression in (B)(6) 2010. She continues to have a significant amount of severe pain radiating into her bilateral leg. She describes her pain as a burning pain. (B)(6) 2011 patient seen for chronic pain. She presents to the clinic with a chronic low back pain, lower extremity radiculopathy. She also has postlaminectomy back surgery syndrome. She has previously underwent a l4-5 and s1 fusion. She continues to have a significant amount of axial back pain, which radiates into her bilateral legs. (B)(6) 2011 office visit for chronic pain. Patient complained of chronic back pain. Patient is status post l4-5, l5-s1 fusion and subsequently underwent an ls decompression in (B)(6) 2010. Patient continues to complain of burning stabbing pain radiating into the legs. (B)(6) 2011 office visit for pain in limb. Patient presented with swollen and burning left leg. (B)(6) 2011 patient see for follow up at pain management clinic. Patient reported chronic low back pain with radiation into the hips and legs. (B)(6) 2011 office visit for chronic pain. (B)(6) 2011 office visit for lumbago. Patient underwent lumbar CT scan. Interpretation: 1) status post posterior spinal fusion from l4 through s1 with interval removal of right-sided pedicle hardware. 2) ill-defined soft tissue density along the right anterolateral aspect of the spinal canal at the l5-s1 level, could repr esent postoperative scar or recurrent disk protrusion and is questionably mildly decreased in size. (B)(6) 2011 office visit for backache. (B)(6) 2012 office visit for pain management. The patient presents with chronic pain on a daily basis. She rates her average level of pain as an 8 on a scale of 0 to I 0. She is no longer able to perform housecleaning duties or enjoy cooking as a result of chronic pain. She also reports that her level of sexual ability and desire has decreased significantly as a result of chronic pain. (B)(6) 2012 office visit for chronic pain. (B)(6) 2012 office visit for chronic pain. (B)(6) 2012 office visit for cervicalgia. (B)(6) 2012 cervical MRI - interpretation: degenerative disk disease without evidence of herniation or stenosis. Lumbosacral MRI nterpretation: status post fusion procedure on the left bridging l4, l5 and s1 seen in anatomic alignment. No herniated disk seen. (B)(6) 2012 office visit for cervicalgia. (B)(6) 2012 office visit for chronic pain. (B)(6) 2012 office visit for lumbago. Patient reported location of pain was lower back and legs. Symptoms are aggravated by daily activities and walking. Symptoms are relieved by sitting. She is rating her pain as a 4/10. We have been attempting to manage her pam with medical therapy. (B)(6) 2012 office visit for chronic pain. Patient reported location of pain was lower back, legs and hips. Pain has radiated to the down legs. The patient described the pain as an ache, sharp and shooting. Symptoms aggravated by bending, jumping, lifting, running, standing, twisting and walking. Symptoms are relieved by lying down and pain meds/drugs. Patient is status post recent bilateral carpal tunnel repair, but continues to have numbness and tingling in the forearms, as well as the fingers and hands with decreased grip strength in the fingers of the hand. Patient was seen by surgeon in louisville and was diagnosed with thoracic outlet syndrome. Patient also seen (B)(6) 2012 for her symptoms of severe numbness and weakness m the upper extremities. They advised her it was ulnar nerve entrapment. She is now under the care for her left hand numbness. MRI of the cervical spine that did not show any significant disk pathology or stenosis. (B)(6) 2012 office visit for chronic pain. (B)(6) 2012 office visit for chronic pain. (B)(6) 2012 office visit for chronic pain. (B)(6) 2012 office visit for essential thrombocythemia with lab work. (B)(6) 2013 clinic visit for iron deficiency / anemia with lab work. (B)(6) 2013 clinic visit for iron deficiency / anemia with lab work. (B)(6) 2013 patient reported pain in lower back, legs and hips. Pain has radiated to the down legs. The patient describes the pain as an ache, sharp and stabbing. Symptoms are aggravated by changing positions, daily activities, lifting, standing and walking. Symptoms are relieved by heat, lying down and pain meds/drugs. (B)(6) 2013 office visit for chronic pain. (B)(6) 2013 patient reported pain in legs and hips. The patient describes the pain as an ache, shooting and throbbing. Symptoms are aggravated by bending, lifting, running and standing. Symptoms are relieved by heat, lying down and pain meds/drugs. (B)(6) 2013 patient seen for follow up for thrombocytosis; office visit for iron deficiency / anemia. No problems with pain. Fatigue rated at 3. Continues to bruise easily. Patient underwent lab work. (B)(6) 2013 office visit for essential thrombocythemia . Patient states doing good except for fatigue and dryness of mouth. Patient underwent lab work. (B)(6) 2013 office visit for chronic pain. Patient reported pain in lower back, legs and hips. The patient describes the pain as an ache, sharp and stabbing. Symptoms are aggravated by bending, twisting walking. Symptoms are relieved by heat, lying down and pain meds/drugs. (B)(6) 2013 office visit for essential thrombocythemia with lab work. (B)(6) 2013 office visit for chronic pain. Patient reported pain in lower back, legs and hips. Pain has radiated to the back and legs. The patient describes the pain as deep, sharp and throbbing. Symptoms are aggravated by bending and lifting. Symptoms are relieved by lying down and pam meds/drugs. (B)(6) 2014 office visit for thrombocythemia; iron deficiency / anemia with lab work. (B)(6) 2014 office visit for chronic pain. Pain in lower back, legs and hips bilateral. There was no radiation of pain. The patient describes the pain as an ache. Symptoms are aggravated by bending, lifting, running and walking. Symptoms are relieved by heat and pain meds/drugs. (B)(6) 2014 emergency room visit for syncope and collapse after stress echocardiogram. Patient had lab work done. (B)(6) 2014 office visit for chronic pain. Back pain is stable. It occurs persistently. Location of pain was middle back, lower back and legs. Pain has radiated to the bilateral legs. The patient describes the pain as an ache and numbness. Symptoms are aggravated by bending, daily activities, lifting, standing, twisting and walking. Symptoms are relieved by pain meds/drugs. (B)(6) 2014 office visit for lumbago. MRI lumbar spine status post fusion procedure in anatomic alignment at l4 through s 1. No herniated disk is seen. (B)(6) 2014 office visit for chronic pain. Back pain is stable. It occurs persistently. Location of pain was lower back. Pain has radiated to the right ankle, right calf, right foot and right thigh. The patient describes the pain as an ache. Symptoms are aggravated by walking. Symptoms are relieved by pain meds/drugs. (B)(6) 2014 office visit for chronic pain. Low back pain severity level is moderate. The problem is stable. It occurs persistently. Location of pain is lower back, legs and bilateral hip. The patient describes the pain as an ache and sharp. Symptoms are aggravated by daily activities, sitting, standing and walking. Symptoms are relieved by lying down and pain meds/drugs. (B)(6) 2014 office visit for chronic pain. Low back pain is stable. It occurs persistently. Location of pain is lower back. Pain is radiated to the left ankle, right ankle, left calf, right calf, left foot, right foot, left thigh and right thigh. (B)(6) 2014 office visit for chronic pain. Low back pain is stable. It occurs persistently. Location of pain is lower back and gluteal area. Pain is radiated to the left calf, right calf, left foot, right foot, left thigh and right thigh. The patient describes the pain as an ache, diffuse and dull. Symptoms are aggravated by bending and daily activities. Symptoms are relieved by heat, over the counter medication, pain meds/drugs and rest. (B)(6) 2014 office visit for chronic pain. Low back pain is stable. It occurs persistently. Location of pain is lower back. Pain is radiated to the left calf, right calf, left foot, right foot, left thigh and right thigh. The patient describes the pain as an ache. Symptoms are aggravated by daily activities, lifting, walking and weather changes. Symptoms are relieved by heat, pain meds/drugs and injective therapy. (B)(6) 2014 office visit for chronic neck pain. Patient diagnosis: cervical spondylosis. Patient reported low back pain is stable. It occurs persistently. Location of pain is lower back, gluteal area, legs and bilateral knee. Pain is radiated to the bilateral leg. The patient describes the pain as an ache, burning, sharp, shooting, stabbing and throbbing. Symptoms are aggravated by daily activities, lifting, sitting, standing and walking. Symptoms are relieved by heat, lying down and pain meds/drugs. Additional information: states right hip pain has increased. (B)(6) 2015 office visit for chronic pain. Low back pain is changing in character. It occurs persistently. Location of pain is lower back, right hip and right leg. Pain is radiated to the back. The patient describes the pain as an ache. Symptoms are aggravated by standing and walking. Symptoms are relieved by pain meds/drugs and sitting. (B)(6) 2015 patient seen for office visit. Low back pain severity level is mild-moderate. Duration greater than 1 hour. The problem is stable. It occurs persistently. Location of pain is lower back. Pain is radiated to the back, right ankle, right foot, left thigh and right thigh. The patient describes the pain as dull and throbbing. Additional information: she is rating her pain as a 3/10.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2007 skull xray nl (B)(6) 2007 elbow xray no comment (B)(6) 2007 hand xray no comment (B)(6) 2008 pre op l spine x rays ap/lateral/oblique straight lumbar spine, no spondylosis. Unclear if flexion extension views obtained preop. (B)(6) 2008 preop chest xray no comment (B)(6) 2008 preop MRI (B)(6) 2008 t2/t1 ax/sag images show loss of lumbar lordosis, degenerative disc disease l4-5;l5-s1, no canal compromise, patent neuralforamina bilaterally (B)(6) 2008 intraop l spine films show satisfactory placement of l5, l5, s1 pedicle screws, and interbody grafts at l4-5, l5-s1. (B)(6) 2008 post op l spine xray shows satisfactory appearance of final instrumented construct (B)(6) 2009 x rays show stable hardware position (B)(6) 2009 x rays show stable position of hardware, difficult to assess progress of bony fusion given x-ray technique. (B)(6) 2009 lumbar CT solid bony fusion at l4-5, l5-s1 apppears to be present in the interbody spaces and the lateral gutters, no change in hardware positioning from x ray. One l5 screw violates the superior vertebral endplate, r s1 screw is long (B)(6) 2010 lumbar CT no obvious change from CT of (B)(6) 2009 canal and bilateral neural foramina appear patent at l4-5, l5-s1 bilaterally (B)(6) 2010 mammogram no comment (B)(6) 2010 lumbar MRI canal appear patent, artifact limits evaluation of foramen (B)(6) 2010 chest x ray no comment (B)(6) 2010 intraoperative localization film with penfield 4 at l5-s1 (B)(6) 2010 x rays show that the right sided hardware has been removed. Some foraminal stenosis is probably present at l5-s1 compared to earlier and preop x rays (B)(6) 2011 lower extremity doppler ultrasound no comment, attached report states negative for dvt (B)(6) 2011 mammogram no comment (B)(6) 2011 CT lumbar spine progressive stenosis of r l4-5 foramen, l5-s1 foramen due to new bone foramation not present on preop and previous post op CT. L foramen appear unchanges. Questionable small amount of new bone growth present in lateral canal gutter l5-s1 (B)(6) 2012 MRI shoulder no comment (B)(6) 2012 MRI l spine central canal is patent probable ossification in posterior longitudinal ligament extending behind s1 (B)(6) 2012 MRI cervical spine mild cervical degenerative disc disease (B)(6) 2012 mammogram no comment (B)(6) 2012 nuclear medicine study no comment (B)(6) 2012 intraoperative films, placement of dorsal column stimulator (B)(6) 2012 CT abdomen and pelvis no comment on soft tissue structures. No dcs present (B)(6) 2012 abdominal x rays demonstrate an increase in body mass, unilateral pedicle screw construct possibly some continued growth of posterolateral bone mass. (B)(6) 2012 chest x-ray no comment (B)(6) 2013 mammogram no comment (B)(6) 2014 chest xray no comment (B)(6) 2014 chest x ray no comment (B)(6) 2014 MRI lumbar spine progressive r foraminal stenosis l4-5, l5-s1 difficult to compare to previous MRI, but probably worse (B)(6) 2014 CT abdomen pelvis progression of bony foraminal stenosis r l4-5, r l5-s1 summary:as per the event description, a 2 level tlif was performed (B)(6) 2008 with off label utilization of rh-bmp-2. Surgical hardware placement was grossly satisfactory with no evidence of pedicle breach. Fusion was present on early postoperative xrays, but CT and mr studies over the subsequent 5-6 years show progressive foraminal stenosis on the right side. It is not clear from the descriptions provided if the patient had uni- or bilateral symptoms, but a second procedure was performed with removal of right sided hardware. At one point, the patient underwent a trial of dorsal column stimulation, though it does not appear that the device was permanently implanted. A number of mammogram studies were performed and included in this imaging batch. The patient¿s medical history is unknown. Given the number of imaging studies performed, did the patient develop a malignancy or have one present preoperatively? Radicular leg pain and difficulty walking probably attributable to progressive bony foraminal stenosis. (B)(6) 2007 sinus films no spine pathology imaged (B)(6) 2007 elbow x-ray series (right) shows normal distal humerus, olecranon and radial head relationships. No fat pad or significant soft tissue swelling is evident. (B)(6) 2007 right hand x-ray series shows early distal radial cupping under the navicular and lunate. Otherwise bony relationships appear normal. (B)(6) 2008 lumbar x-rays multiple films show slight flattening of lumbar lordosis. Disc spaces are well maintained. No scoliosis is seen. Parallax prevents good lateral view of l5, but overall relationships are well maintained. (B)(6) 2008 lumbar MRI clear reversal of the lumbar lordosis is noted now with desiccation of the l4 and l5 discs on sagittal t2 views. Mild disc bulging is noted at these levels. Axial views show a right paracentral disc herniation at l5 that flattens the thecal sac. It is medial to the s1 root and does not displace it significantly. (B)(6) 2008 chest x-ray pa and lateral normal appearing chest x-ray. Heart, lung and bony relationships are well maintained. (B)(6) 2008 lumbar spine x-rays taken during surgery show localization at l5/s1 with a freer elevator. Later lateral film shows interbody spacers in place at l4 and l5 with pedicle screws positioned bilaterally at l4, l5 and s1. No rods are in place. (B)(6) 2008 lumbar series shows crescent spacers in place at l4 and l5 with bilateral segmental pedicle screws spanning from l4 to s1. Posterolateral bone graft is seen bilaterally as well. (B)(6) 2009 lumbar series shows l4 to s1 construct again without interval change. (B)(6) 2009 lumbar series ap and lateral views of fusion construct in excellent position from l4-l5-s1. Alignment is well maintained and instrumentation is well positioned (B)(6) 2009 lumbar series shows l4 to s1 construct again without interval change. (B)(6) 2009 lumbar CT good visualization of the construct from l4 to s1. There appears to be bridging bone about the crescent interbody spacers. Minimal heterotopic bone is seen on the right at both levels along the insertion tracks for both spacers. Canal is overall well decompressed. Rods, screws and spacers appear well positioned. Coronal and sagittal reconstructions verify good spanning fusion bone and minimal evidence of neurologic compression. (B)(6) 2010 lumbar CT shows solid fusion at l5 and l5. There is clear heterotopic bone now on the right along the insertion tracks of both spacers. This does not appear to compress or deviate the l4, l5 or s1 roots along their paths (B)(6) 2010 mammogram no spinal pathology imaged (B)(6) 2010 lumbar MRI stir sequences show increased signal within the posterior soft tissues in the general location of the initial exposure. Construct remains in place. There is no further evidence of nerve compression or stenosis at any level. Fusion appears solid however bone is not well visualized with MRI. (B)(6) 2010 chest x-ray pa and lateral appear normal. (B)(6) 2010 lateral lumbar x-ray with positioning probe at the l5 level introduced from posteriorly (B)(6) 2010 lumbar series shows pedicle screws no present only unilaterally on the left. Dynamic views show no movement through the fused levels l4 to s1. (B)(6) 2011 mammogram no spine pathology imaged (B)(6) 2011 lumbar CT verifies removal of the right-sided construct. Heterotopic bone is again seen on the right. It is minimal existing just cephalad to the s1 and l5 pedicles. It does not appear to compress or distort any neuro-anatomy. Fusion is solid. No other interval changes are apparent. (B)(6) 2012 shoulder MRI right t1, t2 coronal, axial views are reviewed approximately 120 cuts in total. No clear pathology is seen. Rotator interval including the tendons of the supraspinatus, infraspinatus, subscapularis, the labrum, and articular surfaces appear ok. There is no increase in signal associated with the glenohumeral or acromioclavicular joints or their capsules. Alignment appears nominal. Shoulder MRI left t1, t2 coronal, axial views are reviewed approximately 120 cuts in total. No clear pathology is seen. Rotator interval including the tendons of the supraspinatus, infraspinatus, subscapularis, the labrum, and articular surfaces appear ok. There is no increase in signal associated with the glenohumeral or acromioclavicular joints nor their capsules. Alignment appears nominal. (B)(6) 2012 cervical MRI sagittal and axial stir, t1 and t2 images reviewed. Cervical lordosis is normal. Disc spaces are all well mai ntained without significant bulging or narrowing of the ventral subarachnoid space. Axial views verify no cord compression or narrowing of the neural canal. No abnormal cord signal. No hnp or stenosis. Discs appear normally hydrated. Lumbar MRI lordosis is normal. Arthrodesis has been completed at l4 and l5 with interbody spacers. Good bridging bone is seen posteriorly at l4 and l5. Previous posterior disruption of soft tissues is noted. No stenosis is appreciated. No junctional collapse at l3 is seen. Pedicle screws are documented at l4, l5 and s1 on the left. Small cyst is seen on the right posteriorly at l5 without dural sac compression. Significant disorganization of soft tissue is seen in the ventral subarachnoid space at l5 although nerve compression cannot be verified. (B)(6) 2012 mammogram no spinal pathology imaged (B)(6) 2012 spinal stimulator trial inter-operative fluoroscopy four flouro shots in ap are taken during placement of two percutaneous leads. Final position appears to extend from the t7/8 disc caudally and is well positioned in midline. (B)(6) 2012 abdominal CT multiple cuts from the thoracolumbar junction to l5. Spinal implants are seen on the left with poor detail. Degree of fusion cannot be determined. (B)(6) 2012 chest x-ray pa and lateral views appear normal although lung fields are not well expanded due to poor inspiration. Bone anatomy appears intact. Cardiac and pulmonary imaging appears normal. Abdominal x-ray films now show apparent bridging bone bilaterally from l4 to the sacrum. Pedicle screw construct remains in good position on the left with clydesdale implants remaining in position at l4 and l5. Hips and sacroiliac joints are also imaged and appear normal. (B)(6) 2013 mammogram no spinal pathology imaged (B)(6) 2014 chest x-ray underpenetrated portable upright ap view with poor inspiration. Cardiac monitoring leads are in place. (B)(6) 2014 chest x-ray underpenetrated portable upright ap view with poor inspiration. Cardiac monitoring leads are in place. (B)(6) 2014 echocardiogram no spinal pathology imaged (B)(6) 2014 lumbar MRI the study continues to show the construct on the left. No new canal encroachment is seen. No interval change is noted from the MRI or (B)(6) 2012. Solid arthrodesis is seen.

Event description:
On (B)(6) 2012: the patient complained of pain which was acute and aching. Physical examination revealed decreased grip and intrinsic hand muscle strength in the bilateral hands, with some component of giveaway weakness. The remainder of the motor exam revealed some component of giveaway weakness and slightly decreased strength throughout the bilateral upper and lower extremities. There was decreased sensation to pinprick and light touch throughout the palmar and dorsal surfaces of the bilateral hands. Sensation was mildly decreased to pinprick over the bilateral forearms, but not as much as in the hands. The patient underwent electromyography. Interpretation: bilateral carpel tunnel syndrome, moderate on the right, severe on the left; conduction block right ulnar nerve across elbow.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1998: the patient presented with pre-operative diagnosis of severe right lower quadrant with tenderness, possible presence of an ovarian cyst versus chronic appendicitis or adhesions. Patient underwent laparoscopic examination of abdominal cavity and excision of the small cyst on the right fallopian tube and appendectomy. Post operative diagnosis include: small cyst on the right ovary; cyst on the right fallopian tube; small spot of the edometrises; no significant adhesions; appendix appeared normal. (B)(6) 1999 patient admitted to hospital for abdominal pain, pain in the right flank area radiating to the right groin, right lower quadrant. Findings: she was in acute distress from pain. Patient underwent x-ray of chest due to abdomen pain. Patient underwent nephrotomography due to abdomen pain. (B)(6) 1999: the patient underwent CT of abdomen with and without contrast due to abdomen pain. Patient underwent CT of pelvis with and without contrast due to abdomen pain anemia on an unknown month in 2000 the patient presented for follow-up. Patient stated she got some short term relief from the use of prednisone in the high dosage. (B)(6) 2000: the patient presented with low back pain. The patient had history of bulging disc. (B)(6) 2000: the patient presented with complaint of low back pain. She had recent scan of lumbosacral area that showed a ruptured disc. (B)(6) 2000: patient presented with complaints of abdominal pressure. Urine analysis was normal. Examination showed normal development. (B)(6) 2001: the patient presented for follow-up. Patient had a hysterectomy. Staples removed. (B)(6) 2001: the patient presented with complaints of urinary frequency, dysuria. She had l+ leukocytes in the urinary sediment, a trace of blood. Zoloft medication was provided. (B)(6) 2001: the patient presented with chest pain and reflux esophagitis. Patient was given preacid. Assessment: reflux esophagitis. (B)(6) 2001 patient underwent gallbladder ultrasound. Exam revealed that the gallbladder is normal in size, shape and position. There is no thickening to gallbladder (B)(6) 2001 patient presented with pre-operative diagnosis of esophagogastroduodenoscopy with biopsy for dysphagia; epigastric abdom inal pain; gastroesophageal reflux. The patient underwent esophagogastroduodenoscopy with gastric biopsy. Diagnosis: acute and chronic gastritis, moderate and organisms consistent with helicobacter species. (B)(6) 2001: the patient presented with complaints of depression and stressed out. Vital signs were objective. (B)(6) 2002; the patient presented with abdominal pain. Associated symptoms were constant pain and its sore, gerd belching. Assessment; dysphagia; major depression nos; anxiety; gastro esophageal; gastritis; abdominal pain unspec; menopause, menopausal stable; elevated blood pressure reading without diagnosis of hypertension (B)(6) 2002 patient underwent bone density test due to post surgical menopausal (B)(6) 2002: the patient presented with dysphagia, still bad gerd and tenderness in the upper abd area. Assessment: dysphagia; major depression nos; anxiety; gastro esophageal; gastritis; abdominal pain unspec; menopause, menopausal stable; elevated blood pressure reading without diagnosis of hypertension, resolved. (B)(6) 2002: patient stated that epigastric pain began in (B)(6) 2001. Patient also reported difficulty in swallowing, continuous nausea. Patient presented with pre-operative diagnosis of persistent gastroesophageal reflux disease; epigastric abdominal pain with previous history of helicobacter pylorigastric despite adequate medication. (B)(6) 2002: the patient presented with complaints of nerves being so bad. (B)(6) 2005: the patient presented with complaint of nerves and bipolar disorder (B)(6) 2006: the patient presented with past medical history of hyperlipidemia.

Manufacturer narrative:
Cage (implant (B)(6) 2008) (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information.

Event description:
It was reported that (B)(6) 2015 the patient was presented for office visit with right elbow pain and bilateral hand pain. Assessment: cubital tunnel syndrome. (B)(6) 2015 the patient was presented for office visit with lower back pain. Pain is radiated to the left ankle, right ankle, left calf, right calf, left foot, right foot, left thigh and right thigh. Assessments: 1) cervical spondylosis, 2) degeneration of lumbar or lumbosacral intervertebral disc, 3) lumbago, 4) lumbosacral spondylosis, 5) pain in limb, 6) postlaminectomy syndrome of lumbar region, 7) radiculitis of thoracic or lumbar. (B)(6) 2015 the patient was presented for office visit with lower back pain. Pain is radiated to the right ankle, right calf, right foot, right thigh and right knee. Assessments: 1) cervical spondylosis, 2) degeneration of lumbar or lumbosacral intervertebral disc, 3) lumbago, 4) lumbosacral spondylosis, 5) pain in limb, 6) postlaminectomy syndrome of lumbar region, 7) radiculitis of thoracic or lumbar. (B)(6) 2015 the patient was presented for office visit for follow up with lower abdominal pain. Assessments: epigastric pain, constipation. (B)(6) 2015 the patient underwent CT scan of head. Impressions: 1. No acute intracranial abnormality including hemorrhage or CT evidence of acute territorial infarct. No appreciable mass lesion on this unenhanced exam. 2. Opacification of the visualized portions of the left maxillary sinus (B)(6) 2015 the patient was presented for office visit with lower back pain. Location of pain is lower back and right leg. Assessments: 1) cervical spondylosis, 2) degeneration of lumbar or lumbosacral intervertebral disc, 3) lumbago, 4) lumbosacral spondylosis, 5) pain in limb, 6) postlaminectomy syndrome of lumbar region, 7) radiculitis of thoracic or lumbar. (B)(6) 2015 the patient underwent x-rays of the knee. (B)(6) 2015 the patient was presented for office visit with low back pain. Location of pain is lower back. Pain is radiated to the left ankle, right ankle, left calf, right calf, left foot, right foot, left thigh and right thigh. Assessments: 1) cervical spondylosis, 2) degeneration of lumbar or lumbosacral intervertebral disc, 3) lumbago, 4) lumbosacral spondylosis, 5) pain in limb, 6) postlaminectomy syndrome of lumbar region, 7) radiculitis of thoracic or lumbar, 8) knee pain. (B)(6) 2015 the patient underwent injection of toradol in left gluteus. (B)(6) 2015 the patient was presented for office visit with low back pain. Location of pain is lower back. Pain is radiated to the left ankle, right ankle, left calf, right calf, left foot, right foot, left thigh and right thigh. Assessments: spondylosis with radiculopathy in cervical region, 2) intervertebral disc degeneration, lumbosacral region. 3) low back pain, 4) spondylosis with radiculopathy, lumbar region, 5) intervertebral disc disorders with radiculopathy, thoracic region. (B)(6) 2015 the patient was presented for office visit with low back pain. Impressions: 1) other spondylosis with radiculopathy, cervical region 2) other intervertebral disc degeneration, lumbar region 3) post laminectomy syndrome.

Event description:
It was noted on (B)(6) 2009 patient underwent lumbar x-ray imaging of lower and sacral spine. (B)(6) 2010: per billing records, the patient underwent x-ray of lower spinal canal, CT scan of lower spine with contrast, injection of dye for x-ray imaging and/or CT of lower spinal canal, meperidine hydrochloride injection and hydroxyzine hcl injection. (B)(6) 2012: per billing records, the patient underwent nerve conduction, amplitude and latency/velocity study. (B)(6) 2014: per billing records, the patient also underwent the following injections: ketorolac tromethamine; morphine sulfate; pro methazine hcl. The patient also had infusion of normal saline solution, per the billing records.

Event description:
On (B)(6) 2012 patient presented with complaint of bilateral upper back and pectoral area and arm pain since (B)(6) 2010. Patient had right thumb pain and upper back pain about two years ago and nocturnal bilateral arm numbness if she slept on arms. Impression: history <(>&<)> physical examination are quite suggestive of bilateral thoracic outlet compression with upper back and pectoral myofascitis. Bilateral subacromial bursitis and rotator cuff. Possible bilateral first cmc arthritis. Cervical x-ray showed prominent transverse process of c7, right 2-3 mm, left 2 mm.